Event description:
It was reported that this implantable pacemaker was explanted due to unknown product performance anomaly and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as additional information was received that this pacemaker exhibited premature battery depletion. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This pacemaker has not returned for analysis. Additional information was received that this pacemaker exhibited premature battery depletion. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.